Manufacturer narrative:
The reported events were originally captured under manufacturer report number 1220648-2026-02572 on december 01, 2025. On (B)(6) 2026 it was noted that the date of the reportable events coded in this report occurred while the patient was supported by a subsequently implanted impella device. Therefore, these reportable events were removed from manufacturer report number 1220648-2026-02572 and this medical device report was created to represent the subsequently implanted impella device. This is one of two related reports. The report represents the subsequently implanted device and another report was submitted to represent the first impella device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 88-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage a. During support, placement signal low (psl) alarms were reported to occur intermittently and self-resolve. The patient was also noted to have gross hematuria. Laboratory evaluation demonstrated two plasma-free hemoglobin values less than 30, with no decrease in hemoglobin or hematocrit, and there was no clinical or laboratory evidence of hemolysis. Urology was consulted due to concern for possible traumatic foley catheter insertion as a contributing factor to the hematuria. No additional device-related concerns were reported at the time of evaluation. The patient was successfully weaned from impella support and survived to explant.

Manufacturer narrative:
D4: corrected serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details. Patient-device interaction: the cause of the patient device interaction was not determined due to insufficient clinical details.